Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: nx6993ub was received for investigation. The returned device was visually inspected, and it was noted that the warranty seal was broken, and the edges of the top housing panel were protruding. The most likely cause for this can be attributed to user modification due to an unauthorized repair attempt. The returned device was assembled with known good ar-6410 and ar-6430 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure preset, the run button was pressed to start the machine. The device was run for 45 minutes with no issues. The returned ar-6480 arthroscopy pump was observed to respond and function as intended with no issues in pressure noted. Throughout testing the pressure was increased from 50 to 60 various times with no unexpected behavior noted. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with pressures. The device information was read, and the total run time for the device was indicated to be 26 days, 12 hours, 2 minutes. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿ date of manufacture: 2015-01. Refer to investigation photos.

Event description:
It was reported that during a surgery the device didn`t stop pumping. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 17-feb-2025: it was further reported that the surgery was started with a set pressure (varies upon surgeries) but when the pressure was increased from 50 to 60 mmhg the pump would drive the pressure through the roof. It was tried to replace the tubing set (ar-6420) to no avail. This happened repeatedly over a period of a few days. The customer is aware that if there is a leak/puncture in the tube set for the pressure meter this can happen, therefore the tubing was replaced a few times and all was good at the start of the surgery, but problems began as soon as the surgeon wanted to increase working pressure. Suction pump had no issues. Only arthrex tubes are used for this device. This case was created for the unknown occasions mentioned by the customer, when the device was used after it had already failed with the reported pressure fault in the first surgery covered by case (B)(4).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.